Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken cap. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "broken cap" was confirmed as a broken pump head door by visual inspection. Service determined that the pump head was broken. The device will be returned unrepaired due to a lack of customer response concerning the cost of repair estimate. A follow-up report will be filed if any additional details become available.